Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was confirmed. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e315 was caused due to scope connector immersed in liquid. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had error code e315 incompatible scope error during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.